Manufacturer narrative:
The t:slim g4 pump user guide states that the t:slim g4 pump, transmitter, and sensor should be taken off and removed from the procedure room during an x-ray, computed tomography (CT) scan, magnetic resonance imaging (MRI), positron emission tomography (pet) scan or other exposure to radiation. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level between 250-300 (mg/dl). Reportedly, contact stated that the customer had their pump with them while receiving an x-ray, and had the pump on their hip while they received a cat scan on their elbow. Customer administered a correction bolus to treat bg level. System check with tandem technical support on 06/03/2016 indicated pump was performing as intended. Recommendation was made to consult with health care provider to discuss diabetes management.